Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that over the past couple weeks, there have been multiple instances of the balloon deflating. Patients also have been complained of pain more frequently when they have the foley catheter in place. It was stated that the nurse had a patient who had really bad pain associated with the catheter and when the nurse went to remove it, there was only 1cc that came out of the balloon when the nurse deflated it. Stated that when the nurse was talking to the other nurses that night, they said they had a couple instances of that as well. No medical intervention was reported.

Event description:
It was reported that over the past couple weeks, there have been multiple instances of the balloon deflating. Patients also have been complained of pain more frequently when they have the foley catheter in place. It was stated that the nurse had a patient who had really bad pain associated with the catheter and when the nurse went to remove it, there was only 1cc that came out of the balloon when the nurse deflated it. Stated that when the nurse was talking to the other nurses that night, they said they had a couple instances of that as well. No medical intervention was reported. Per follow up via email on 15apr2022, it was reported that a nurse removed a foley catheter and it only had 7-8 ml in it. The instances that happened prior had balloons that only had 1-2 ml upon removal, so customer unsure if this was an education issue with whoever inserted it, or if it was the same issue they were having previously. However, the nurse did save the foley in case anyone wanted to look at it per additional information received via 01jun2022, stated that they have seen a cluster of foley catheters that only had 1-2 ml left in balloon when deflated a couple of months ago. That foley catheter had 7-8 ml when deflated.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.